Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that the centrifugation time was too short.

Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), ise potassium (k), ise chloride (cl), albumin gen.2 (alb) and alkaline phosphatase acc. To ifcc gen.2 (alp) on one patient sample. It was determined that erroneous k results were reported outside of the laboratory. The initial k result was 2.5 mmol/l and was accompanied by a data flag. This result was released outside of the laboratory. The sample was repeated and generated a result of 4.3 mmol/l. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot number and expiration date for the k electrode in use was requested, but was not provided by the customer. The field service representative could not find a cause. He noted that the customer believed there was an issue with the sample. He performed a precision check, which was within specifications.